Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set cannula was kinked on (B)(6) 2024. The site of insertion was at abdomen. The event occured within three hours of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-12861 - device 2 of 3.